Event description:
A malfunction was reported with the pump, identified by malfunction code malf 24, and it was determined that the code was non-resettable. There was no information available regarding any impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).